Event description:
A (B)(6) male pt contacted zoll customer support and reported that his charger/modem was not charging his batteries. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (batteries won't charge) has been confirmed. As received, the charger was unable to charge a battery a battery pack. Upon eval, the q1 transistor was shorted on the battery board. The cause of the inability to charge the batteries is the shorted q1 transistor. The root cause of the shorted component cannot be positively identified. No adverse event resulted from the shorted component. The patient received a replacement charger/modem.